Event description:
The customer reported that they received a "speaker malfunction" inop/error message on their mx40 device. The biomedical engineer was not able to confirm if there was audio on the device, as well as the error message. There was no patient harm reported by the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.